Event description:
It was reported that during a ptca procedure, the tip of the forte moderate support guidewire fractured in the pt, but was successfully retrieved with a snare. Additional info has been requested regarding this event.